Event description:
Procedure type: lower anterior resection. According to the reporter: while the eea was being removed, there was a huge leak from the posterior part of the anastomosis. All intestinal content contaminated the laparoscopic cavity. The surgeon performed a colonostomy to close the operation. There was no patient injury. The surgical time was not extended by more than 30 minutes. There was no unanticipated tissue loss. There was no tissue damage. There was no blood loss of 500cc or more.

Manufacturer narrative:
(B)(4).